Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right shoulder arthroplasty with posterior dislocation of an oversized humeral head. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder revision approximately three (3) months ago due to unknown reasons. X-rays were later received and reviewed by a healthcare professional, which notes dislocation with an oversized humeral head. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01454, 0001825034-2023-01455. D10: item# unk glenoid component; lot# unknown; item# unk stem; lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder revision approximately three (3) weeks ago due to unknown reasons. Attempts have been made and no further information has been provided.